Manufacturer narrative:
Batch review performed on 02 january 2020: lot 180399: (B)(4) items manufactured and released on 25-may-2018. Expiration date: 2023-04-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon revised the sphere insert flex left 11mm s5 with a sphere insert flex left 11mm s5 10 days after primary. The surgery was completed successfully.